Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-24156. It was reported one of the patient's lead had migrated following a fall. Surgical intervention took place wherein one of the leads was explanted and replaced. Therapy was restored. Note: it is unknown which lead had migrated, as such both leads are being reported.